Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, two clips with gap and six conforming clips were fed. It could not be determined what may have caused the found clips with gap. Please note that no difficulties to fire the device were noted during evaluation. No conclusion could be reached as to what may have caused the reported incident. It should be noted that the found malformed clips are not related with the event reported. In addition, the device locked out as intended but the orange indicator was under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic hernia repair, the surgeon wanted to place a clip but he couldn`t fire the device. So he took the device out of the abdomen and tried to fire it outside the patient's abdomen. He had to try several times and apply a lot of pressure on the handle to get the first clip out. The following clips were easier. Another device was used to complete the procedure. There were no adverse consequences for the patient.